Manufacturer narrative:
(B)(4). It was reported that the device was used in a heavily calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that prior to a peripheral interventional procedure, suture placement was attempted in the heavily calcified right common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred with two proglide devices. The arteriotomy was 7f. When the procedure was completed a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae or clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.